Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Additional info was requested on 05/20/2011 by fax and mail. Additional info was received on 05/26/2011 and 06/08/2011 by phone and fax. A completed questionnaire is not expected. (B)(4).

Event description:
A surgeon reported, a pt with a refractive surprise following intraocular lens (iol) implant surgery. The iol was implanted by another surgeon. In a follow-up, the implanting surgeon reported that the surgery was performed over a year ago and that according to the pt, there is "no problem". In a follow-up, the current surgeon reported that the cause of the refractive surprise remains unk and he does not think lens is defective. He reported that the pt has ucva and bcva 20/20 and is happy with the results.